Event description:
The customer contacted baxter's service center regarding a supply line that disconnected from a bag and leak solution coincident with peritoneal dialysis (pd) therapy. The hp stated she did not notice anything unusual about the supplies. The patient completed therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.